Event description:
The manufacturer received a voluntary medwatch alleging a patient received third and fourth degree burns to their face while using a millennium oxygen concentrator. The patient was intubated and transported to the hospital. The device has yet to be returned to the manufacturer for evaluation. A follow up report will be filed when the manufacturer has completed the investigation.

Manufacturer narrative:
The manufacturer previously reported the medical device problem code as 2993 in section h6, the correct medical device problem code in section h6 is 1670. Section h6 has been updated with the correct information.

Manufacturer narrative:
The manufacturer previously reported a voluntary medwatch alleging a patient received third and fourth degree burns to their face while using a millennium oxygen concentrator. The patient was intubated and transported to the hospital. Despite the three attempts to have the device returned for evaluation and investigation were unsuccessful. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.